Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, customer would change cartridge for a new one. Additionally, it was reported that the customer overrode their bolus amount for a larger amount and subsequently their blood glucose (bg) level decreased to 71 mg/dl. The customer had a grand mal seizure due to the low bg. Reportedly, the customer¿s service dog gave them food to help with the decreased bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.